Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: avoid submerging your pump in fluid beyond a depth of 3 feet (0.91 m) or for more than 30 minutes (ipx7 rating).

Event description:
It was reported that a malfunction alarm occurred. Reported, the customer jumped into the pool accidentally and pump was submerged for 2 minutes. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.